Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a procedure, the jaw on a device fell off into the patient. The jaw was retrieved and the procedure was completed using another device. There were no consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the device was received with skiving of the heat shrink (shaft cover) material and with all present. The jaws were in good physical condition and not broken as reported. The device was mechanically tested and no anomalies were noted. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged.